Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat genuine stress urinary incontinence and grade two rectocele and mesh was implanted along with the concurrent procedures of cystourethroscopy, posterior culporrhaphy and culpotomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced cystocele, rectocele, chronic vaginal pain, recurrence stress incontinence, bladder spasms and painful sexual intercourse and vaginal bleeding. (B)(4).